Event description:
The email received for the study indicated that, two days post-procedure, the pt experienced right visual field loss, dysarthria and right hemiataxia. The pt recovered partially with minor residual. The diagnosis was a stroke. The pt was a female. The pt had a history of hyperlipidemia, abnormal stress test, smoking, diabetes, coronary artery disease, and hypertension. The pt also had a history of a right stroke and pta with a stent implant. The target lesion was the ostium of the left internal carotid. The lesion was 80% stenosed. Lesion length was 10mm and diameter was 6mm. The lesion had mild calcification and tortuosity. The lesion was pre-dilated. A precise rx 3 x 30mm stent was deployed at the target lesion. There was no stent malfunction. Final stenosis was 0%. A size 6 basket angioguard was successfully deployed and retrieved during the procedure. The pt was discharged the same day.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.